Manufacturer narrative:
The initial MDR 2517506-2015-00218 was filed on december 30, 2015. Additional information (02/09/2016): a siemens technical support engineer contacted the customer. The customer stated that the discordant results were caused due to a sample mix up by an operator. The cause of the false positive igg kappa results was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data. The logs indicate the samples were processed and routed correctly at different times. The cause of the false positive igg kappa results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that the aptio automation system performed a false assignment of aliquot samples from the aliquot module. An aliquoted patient sample obtained a positive igg kappa result. The positive result was not believable, and the customer repeated the testing out of the primary sample tube, resulting negative for igg kappa. The customer then repeated testing from another aliquot sample, resulting false positive. There are no known reports of patient intervention or adverse health consequences due false positive igg kappa results.